Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Visual examination revealed corrosion damage to the motor, bearings, press plug and other component parts. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
The stryker micro reciprocating saw was sent in for evaluation because it was running on its own without activation prior to a procedure. There was no patient involvement; no adverse event was associated with the device.